Event description:
The manufacturer representative reported the pt receives pain relief coverage only four hours a day. Further investigation revealed electrode impedances greater than 2000 ohms and a battery voltage of 3.71 volts.